Manufacturer narrative:
The device was returned for analysis. The reported activation failure and the reported mechanical jam were able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. However, a review of the complaint handling database identified two other similar incidents from this lot. Further investigation was initiated to investigate an increase in the absolute pro ll complaint rate for deployment related issues. The investigation found the deployment related issues to be associated with manufacturing causes resulting in an increase in frictional force between components (the outer member and I-beam) that interact during the stent deployment. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery (sfa) with moderate tortuosity. The 6x150mm absolute pro self expanding stent system (sess) was advanced to the target lesion and the stent was attempted to be deployed; however, the thumbwheel became stuck and the stent was only able to be released 2cm. Therefore, the sess was removed from the patient. A 7x120mm absolute pro stent was used to continue the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.